Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
1 false negative sofia sars result reported. It is unknown if patient tested were symptomatic or asymptomatic. Confirmation testing was reported done once with alternate rapid antigen assay, and then repeated with other unspecified testing at primary care clinic. Both confirmatory tests resulted positive.